Event description:
Interventional radiologist was attempting to access a collapsed av fistula when a small fragment of the guidewire remained beneath the skin and nicked the graft. Procedure completed with successful outcome. Wire fragment removed.